Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, screen was frozen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening and the application was frozen. A technical support dialed into the station restarted the application the issue was resolved. User was able to sign back in once application reloaded and medication was issued. The system functioned as intended after the technical support specialist troubleshot the device.